Event description:
During a code: pads are tearing apart. Female age 87 was having trouble breathing. CPR was started, unit was hooked up and pads were tearing apart incorrectly. Pt was transported to a hosp status of pt is unknown. No pads will be returned for eval.